Event description:
It was reported that the ventricular assist device (vad) patient expired due to an unknown cause.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A battery, controller, controller adapter dc and controller adapter ac were returned to the manufacturer. Manufacturer's analysis subsequently revealed a mechanical and a stress problem.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial or lot#: (B)(6), d9: yes, return date: 09-jan-2025, h3: yes, h4: mfg date: 15-oct-2019, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial or lot#: (B)(6), d9: yes, return date: 09-jan-2025 h3: yes h4: mfg date: unknown, h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿cdc adapter d4: model #: 1440 / catalog #: 1440 / expiration date: 30-nov-2021 / serial or lot#: (B)(6), d9: yes, return date: 09-jan-2025, h3: yes, h4: mfg date: 04-oct-2019, h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿cac adapter d4: model #: 1410 / catalog #: 1410 / expiration date: unknown / serial or lot#: (B)(6), d9: yes, return date: 09-jan-2025, h3: yes h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6), seven (7) batteries (B)(6), one (1) controller dc adapter (B)(6), two (2) controller ac adapter (B)(6) and one (1) battery charger (B)(6) were returned for evaluation. This complaint is associated with a clinical adverse event. Of note, information provided by the site indicated that the patient expired due to an unknown cause. No performance allegations were made against the controllers, batteries, dc adapter, ac adapter and battery charger. A review of the manufacturing documentation was not performed for the pump, controllers, batteries, ac adapters and battery charger as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the dc¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller (B)(6), batteries (B)(6) and controller ac adapter (B)(6) revealed that the devices passed visual inspection and functional testing. Internal inspection did not reveal any anomalies. Failure analysis of (B)(6) revealed a damaged outer sheath of the output cable which exposed the internal wires; however, the devices were still able to perform as expected. Internal inspection did not reveal any anomalies. Failure analysis of the returned dc adapter revealed a missing fuse, nut pin holder and center pin from the inlet connector. The missing components did not allow the adapter to properly connect or provide power to the test controller. During supplemental testing, the missing components from the inlet connector were replaced and then the device worked as intended. Failure analysis of the returned controller (B)(6) revealed a damaged pin on power port one (1), a power source was able to be connected with difficulty. Additionally, contamination was also observed in within both power ports. Internal visual inspection did not reveal any abnormalities. Log file analysis associated with (B)(6) revealed one (1) low flow alarm logged on (B)(6) 2021 at 14:17:53. One (1) vad disconnect alarm was logged on (B)(6) 2021 at 21:40:43 indicating a disconnection of the driveline from the controller. Available data logs cover from (B)(6)2021. Of note, information provided by the site revealed that the patient died in the middle of (B)(6). Log file analysis associated with (B)(6) revealed six (6) power up events with no motor start were recorded within (B)(6) 2021 indicating that the controller was powered up without the driveline connected. Analysis of data log files revealed that this was most likely the backup controller. The most likely root cause of the observed damaged cable associated with the ac adapter and battery can be attributed to the handling of the devices. A possible root cause of the damaged dc adapter can be attributed, but not limited to handling of the device and/or an improper assembly. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. A possible root cause of the logged vad disconnect alarms and power up events can be attributed to troubleshooting. Based on the limited information available, the device may have caused or contributed to the reported death event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.